Event description:
On (B)(6), 2008, this patient was implanted with eight gore excluder aaa endoprostheses to treat a 9.2 cm abdominal aortic aneurysm. It was reported that when the trunk-ipsilateral leg component was deployed, the device moved distally due to angulation of the aortic neck. Three aortic extender components were implanted for proximal extension. An intraoperative aortogram reportedly showed a proximal type I endoleak at an angulated section of the aortic neck, so the physician elected to implant an additional aortic extender component. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. In 2008, on an unknown date, follow-up computed tomography (CT) showed the aneurysm to measure 6.9 cm. On (B)(6), 2009, a follow-up CT showed the aneurysm enlargement to 7.8 cm with no evidence of endoleak. On (B)(6), 2010, a follow-up CT showed persistent aneurismal dilatation with aneurysm enlargement to 10 cm. It was also reported there was a possible unspecified endoleak. On (B)(6), 2010, the patient underwent explant of the gore excluder aaa endoprostheses due to the enlarging aneurysm. It was reported that the aneurysm was repaired surgically, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).